Event description:
The pt suffered an acute mi 2 weeks post-op with subsequent subacute coronary artery stent thrombosis related to repeated heparin exposure. A 3.5 x 30 zeta stent was deployed in the prox and mid-rca and due to the presence of thrombolysis in timi 1 flow suspect a distal edge dissection. A 3.0 x 23 rx zeta and a 3.5 x 15 otw zeta were deployed in an overlapping fashion in the mid-rca. Repeated angiogram revealed a timi 3 flow with no residual stenosis and no evidence of dissection. Several hours post-op the pt developed intermittent cyanosis and paresthesia in the right hand. Adequate doppler pulsations were noted and no further treatment was recommended. A repeat electrocardiogram showed new st segment elevation in the inferior leads due to the suspicion for recurrent thrombosis related to heparin-induced thrombocytopenia. Pt was immediately bolused with intravenous argatroban and an infusion. Emergency catheterization was performed through the right limb of the aortobifemoral bypass graft a found narrowing in the prox and mid stented segements with significant thrombus seen at the distal stent edge. A rca thrombus was crossed with a .014 guide wire and an attempt to pass a thrombosis catheter was unsuccessful. A dilatation balloon was inflated in the prox and mid-rca and the guide wire was exchanged, followed by successful thrombus extraction and chest pain resolved.